Event description:
It was reported that during an pph procedure, the device appeared to "crunch" okay however, they were not happy with the staple line as it appeared to fall apart. No patient consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.